Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable pulse generator (ipg) exhibited elective replacement indicator (eri). Review of device data indicated eri system lock-up issue. Te eri lock up issue resolution with software upgrade. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered prior to device implant. Analysis of the device memory indicated the battery measurement was not available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered prior to device implant. Hybrid analysis confirmed the recommended replacement time indicator, however after the hybrid was removed, the failure mode was no longer present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during bench testing, the implantable pulse generator (ipg) exhibited elective replacement indicator (eri), and no testing could be performed. Review of device data indicated eri system lock-up issue. The ipg was not intended for implant. No patient complications have been reported as a result of this event.